Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that the end user had 1 wafer with off centered starter hole. She wore this wafer anyway and after 3 days of wear, she removed the wafer and noted a dark red line on her stoma. It appeared as if the wafer caused the red line and trauma was caused to the stoma as a result of use. She did not treat the area but monitored it and it went away. Thereafter, she applied a new wafer that was not off centered. No photo is available at this time.